Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed at approximately 500mm from the tip end and only the distal segment was returned. The inner coil was stretched in the neck region. The inner and outer coils were stretched in multiple locations throughout the lead. Tool marks on the outer coil was observed. Additionally, there were melt marks, electrocautery damage on the outer insulation, which likely occurred during the explant procedure. The inner coil appeared deformed at approximately 20mm and 40mm from the tip end. The outer coil conductor resistance testing measured an electrical open, indicating a fractured or broken conductor. An x-ray was performed and showed an outer coil conductor fracture at approximately 335mm from the tip end. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that the patient experienced an exit block of the right atrial (ra) lead, it was alleged that the loss of capture and high threshold caused the block. Subsequently, this ra lead was explanted and replaced. The lead was return for analysis.

Event description:
It was reported that the patient experienced an exit block of the right atrial (ra) lead. Subsequently, this ra lead was explanted and replaced. The lead will be return for analysis.